Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the customer can't end off "audio off mode" or "audio pause mode" after pressing the alarm silence key. The customer reported that the device was not in use on a patient .